Event description:
It was reported by the patient¿s spouse that a family member was notified by the hospice nurse that the implantable pulse generator (ipg) ¿was off¿. The spouse reported the device had been checked a few weeks prior to death. The spouse alleges the death is related to the device. Additional attempts for cause/circumstances of death information were unsuccessful. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).